Event description:
Non-integration. The thread of the abutment is defective, so I could not screw in the locator abutment. The implant was firmly, but I had to unscrew the implant again the next day and insert a new implant with the correct thread surface for the abutment. You have already received the defective implant.